Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump had moisture damage on the keypad traces during visual inspection. All buttons functioned properly during testing. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.